Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found no issues with the function or operation of the table. The reported event could not be duplicated. Upon further discussion with user facility personnel, it is likely that the reported event was caused by an obstruction stored below or around the table. The table may lift from the floor and tip over as described in the reported event should an object obstruct the tabletop from being lowered when commanded. The 4085 surgical table operator manual states (pg. 23), "warning-personal injury and/or equipment damage hazard: failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." A steris account manager performed in-service training on the proper use and function of the 4085 surgical table, specifically on ensuring that other pieces of equipment are clear of the table. No additional issues have been reported.

Event description:
The user facility reported following the patient procedure during patient transfer, their 4085 surgical table was being lowered in height and "tipped over." No report of injury or procedure delay.